Manufacturer narrative:
Cuff catalog # 72401960; exp. Date:11/12/2013; serial# (B)(4); mfg.date:11/2008. Balloon catalog #72402106; exp. Date: 03/10/2015; serial (B)(4); mfg. Date: 3/2010.pump catalog #72402287; exp. Date: 04/12/2015; serial (B)(4); mfg. Date: 4/2010.

Manufacturer narrative:
Device evaluation: the explanted device was returned and analyzed. The results indicate the balloon pressure fell below specifications and was related to the reported recurrent incontinence. The pump did not meet specifications, however, it remained functional. The cuff performed within specifications.

Event description:
It was reported that the patient had her acticon device replaced due to recurring incontinence. No patient complications were reported in relation with this event.